Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 28-aug-2019. This spontaneous case was reported by a consumer and describes the occurrence of procedural pain ('pain on the left side from the 1st essure implant') in an adult female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced procedural pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic procedure with removal of implant ans salpingectomy on right tube). At the time of the report, the procedural pain outcome was unknown. The reporter provided no causality assessment for procedural pain with essure. The reporter commented: no placement of an essure implant on the left. Confirmation that no fragment of essure remains by scanner. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.